Event description:
Reporter stated the display suddenly became blank and the infusion device began to emit a sound. The battery was replaced, and the infusion device began to function normally. A w2 warning was found in the history but was not displayed on the screen. It is unknown if the infusion device shut-down without properly providing an error message. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.